Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related as the patient's acts were 263 after pump insertion and the blue suture hub was not advanced to the level of the skin.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 57-year-old male who presented in cardiogenic shock, scai stage d, requiring inotropic support, vasopressors for hemodynamic management, and ventilatory support for respiratory failure. The device was placed in the setting of a ramus coronary angioplasty with ptca stent placement and intravascular ultrasound (ivus). Per the event description, the patient developed a groin hematoma with oozing after repositioning of the sheath, which had been advanced. At the time, the act was 263 and cangrelor was infusing. Following the procedure, the patient received brilinta and cangrelor was discontinued. Upon arrival to the ICU, the repositioning sheath blue hub was advanced to the level of the skin, after which the oozing stopped. Manual pressure was held for approximately 10 minutes. The hematoma was noted to be non-expanding. The patient experienced hematoma and minor bleeding related to the access site. Given the anticoagulation status, dual antiplatelet therapy, recent large-bore femoral access, and critical illness requiring vasoactive support, the access site bleeding is consistent with known procedural and patient-related risk factors. The patient survived.